Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive to presses. In addition, it was reported that the customer experienced resistance while loading insulin into the cartridge. There was no reported impact to customer's blood glucose level. Customer was able to successfully load a new cartridge onto the pump and resumed insulin delivery.